Event description:
It was reported when using the bd pyxis medstation system the drawer 5 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. The field service engineer reseated the row board cable connection at drawer controller, retractor band and replaced module controller board. Then replaced drawer with depot stock to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.